Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the guidewire tip was completely separated 295.5cm from the proximal end. Magnified inspection of the fracture surface appears to be consistent with separation due to ductile bending overload. The distal separated portion of the guidewire was not returned for analysis. There was no damage or irregularities to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The journey¿ guidewire was supported with a diagnostic catheter, during manipulation forward and backwards it was noted that the tip of the guidewire was lost. The detached tip was retrieved with a non-bsc snare. The procedure was completed using a victory guidewire, non-bsc plaque excision system and drug coated balloon. No patient complications were reported and the patient status is stable.